Event description:
Caller reported damage to the pump housing and usb port. There was no reported impact to the customer¿s blood glucose level. Caller declined assistance or technical support regarding the issue, and no additional information was received regarding the outcome of the event.